Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited "error code 1870". No patient injury reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received intact with missing labelss. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was showed evidence of error codes. To further investigate, functional test was performed. Customer's reported problem was replicated. The pump was found to be displaying "1870" error code alarm message on power up when batteries were inserted. The faulty motor will be replaced.